Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator delivered inappropriate antitachycardia pacing for supraventricular tachycardia. No changes or interventions were performed; the implantable cardioverter defibrillator will continue to be monitored. The patient was in stable condition.